Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that a patient had called to ask what the signs would be if her device was malfunctioning. It was reviewed with the patient some common adverse events. The patient said she is feeling shocking and jolting. The patient said her stimulation is off and the shocking and jolting is outside of her coverage area. It was also reviewed with the patient that if the device is off then it is not delivering stimulation, the patient said what she is feeling must be from something other than the device. The patient said she wanted to have her device reprogrammed. No further complications were reported. No additional patient symptoms were reported.